Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08770 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 27-nov-2024, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 27-nov-2024 of the daily total collection start time, the daily total of basal insulin delivered = (B)(6) (16.15 u) and daily total of bolus insulin delivered = (B)(6) (49.875 u) which is equal to the daily total of all insulin delivered = (B)(6) (66.025 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 27-nov-2024, these pump error(s)/alarm(s) were noted: lost sensor1 alert (780) was found on: (B)(6) 2024 14:54:00.000 (B)(6) 2024 11:44:00.000, (B)(6) 2024 11:54:00.000. Sensor error alert (801) was found on: (B)(6) 2024 18:02:18.000, (B)(6) 2024 19:17:19.000. Sg calibration error (776) was found on: (B)(6) 2024 19:16:18.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. Programmed the sensor low settings for 90 mg/dl and turned the alert on low, suspend on low, and resume basal alerts on. Pump was monitored, the glucose sensor simulator bg level was lowered, and the alert on low, suspend on low, and resume basal alerts activated at 90 mg/dl properly with audio alerts. No absence of alarm (alert on low) or suspend anomaly noted. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing. Insert battery alarm was found on: (B)(6) 2024 11:58:53.000, (B)(6) 2024 12:08:00.000. Pump error 23 alarm was found on: (B)(6) 2024 12:09:04.000 power loss alarm was found on: (B)(6) 2024 12:09:18.000, (B)(6) 2024 12:09:26.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.17 mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs customer alleged for absence of alarm (alert on low) was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced audio anomaly. The customer reported blood glucose value of 20 mg/dl. The customer reported hypoglycemia, loss of consciousness treated with glucagon, no treatment. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1886. Customer reported low blood glucose. Customer has been using the insulin pump system within 48hrs of reported low blood glucose event. Customer does not believe the pump is over delivering. No further patient complications were reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.